Event description:
It was reported that device perforation occurred. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified left coronary artery. A 1.25mm rotapro was selected for use. During procedure, it was noted that water was spraying from a perforation in the device. The device was removed and the procedure was completed with another of the same device. The patient remained stable.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the events of device damage and fluid leak were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the most probable cause for this complaint was considered adverse event related to procedure. As the reported events do not indicate any device damages or failures during unpackaging, preparation, or testing, it was considered likely that the reported events occurred due to factors encountered during the procedure.

Event description:
It was reported that device perforation occurred. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified left coronary artery. A 1.25mm rotapro was selected for use. During procedure, it was noted that water was spraying from a perforation in the device. The device was removed and the procedure was completed with another of the same device. The patient remained stable.